Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the left circumflex artery with mild tortuosity and heavy calcification. Pre-dilatation was performed with an unknown balloon. The 3.0 x 12 mm tenku balloon catheter was prepared per the instructions for use and advanced to the lesion without resistance. The tenku was inflated to 8 atmospheres (atm). During the second inflation of 8 atm, the balloon ruptured. A non-abbott balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.